Event description:
No additional information reported from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the ceramic tip (insulation beak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted d1, d2a, d4 the correct model number is a22040a. Corrections: d1, d2a, d4.

Event description:
Correction to product model number: upon review of complaint record, it was noted product model field was inadvertently marked as a22041a instead of a22040a.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device sheath¿s ceramic part is broken. There were no reports of patient harm.